Event description:
A stone extraction was performed utilizing a double lumen basket. During the procedure, the basket was restricted and the drive cable broke leaving a protion of the basket in the pt. Subsequently, the sheath separated from the drive cable and was removed. The basket portion was immediately removed with forceps successfully. From the info rec'd it is suspected the stone was crushed as it was not removed along with the basket. No further complications occurred and the pt is reported to be in satisfactory condition.